Manufacturer narrative:
Reported event: an event regarding disassociation involving an accolade stem that was mated with a lfit v40 cocr head was reported. The event was not confirmed. Method & results: device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: the reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of nc and CAPA. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported by patient's counsel as a result of a legal claim that allegedly the patient underwent left tha on (B)(6) 2010, and was implanted with an lfit v40 femoral head and accolade hip stem requiring revision surgery on (B)(6) 2024, due to alleged head dissociation.